Event description:
Device was implanted in 2005 along with a renew dual header receiver. Pt had a lot of pain in the recovery room, so pt education/programming was cut short. Pt was admitted to the hosp. Sales rep returned to complete programming and found pt was still in a lot of pain. Sales rep returned after phone call from the hosp, and on arrival found the pt was in the ICU and paralyzed from the mid-chest region down (including her legs.) Device was still implanted. On 9/09/2005 the system was explanted, but the pt remained paralyzed. Upon follow up with the sales rep there has been no change in the pt's condition.